Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed displacement accuracy test. No over delivery noted during testing. The motor was tested outside of device and passed. The device was received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump may be over delivering insulin. The customer¿s blood glucose level was 22 mg/dl at the time of the incident. Customer had a low blood glucose, lost consciousness, and needed emergency medical assistance. Customer was unable to determine why they went low. Troubleshooting was completed but did not reveal the cause of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.